Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical performed patient circuit calibration and ventilator performance checks on the unit, after running the unit for a while, there was no burning smell and the piston was able to be centered. The unit is working as per manufacturer specifications.

Event description:
It was reported to vyaire medical that while in use on a patient, they noticed a burning smell. The customer quickly removed the patient from the ventilator and placed her on another ventilator. The customer does not know if they noticed any alarm for overheating. There was no report of any patient harm associated with this reported event.